Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injections of vancomycin (1 mg, frequency and route not reported), injections of amikacin (150 mg starting dose, frequency and route not reported), infections of imipenem (250 mg each bag, frequency and route not reported), ¿pral¿ (flucon [flucanazole] 150 mg and cifran 250 mg, frequencies and routes not reported). The outcome of the peritonitis was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4)the reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.